Manufacturer narrative:
Per the tandem user guide: ¿only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 119 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 165 mg/dl.